Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used in 2009, to treat a male pt, with an anastomosis leakage between the small left part of the ventricle and ileum. According to the complainant, the polyflex stent migrated to the stomach approx three weeks post placement. The migrated stent was retrieved at approx 24 days later, utilizing a gastroscope and grasping forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.